Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be submitted upon completion of evaluation.

Event description:
Procedure performed: laparoscopic cystectomy. Event description: laparoscopic cystectomy under general anaesthetic, (B)(6) lady. Following abdominal insufflation a 12mm retractable port was sited at the umbilicus. On insertion of the camera the abdomen was found to be full of blood. Consultant queried an issue with the retractable blade/shield of the 12mm laparoscopic port. Details of injury: arterial trauma found on conversion to laparotomy. Patient transferred to intensive care and remained ventilated. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): vascular consultant repaired arterial damage. Patient transferred to intensive care and remained ventilated. Device retained for inspection. Unsure of the specific device details, 2 boxes in use, details of both included in this report. Lot: 1322262 or 1314236. Additional information received from sales rep via email on (B)(6) 2018: I¿m pleased to confirm that the patient is recovering well. Additional information received from sales rep via email on (B)(6) 2018: I have just met with the clinical governance officers who are responsible for investigating the incident and as I mentioned earlier, the patient is recovering well which is great news. I demonstrated the shielded bladed mechanism and explained our cer process for investigating devices involved in adverse events. Currently, they were not able to share any details about incident so I don't yet know any information about the user or how experienced they are. Type of intervention: vascular consultant repaired arterial damage. Patient transferred to intensive care and remained ventilated. Patient status: arterial trauma. Patient transferred to intensive care. Patient is recovering well.

Event description:
Procedure performed: laparoscopic cystectomy. Event description: laparoscopic cystectomy under general anaesthetic, 26 year old lady. Following abdominal insufflation a 12mm retractable port was sited at the umbilicus. On insertion of the camera the abdomen was found to be full of blood. Consultant queried an issue with the retractable blade/shield of the 12mm laparoscopic port. Details of injury arterial trauma found on conversion to laparotomy. Patient transferred to intensive care and remained ventilated. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) vascular consultant repaired arterial damage. Patient transferred to intensive care and remained ventilated. Device retained for inspection. Unsure of the specific device details, 2 boxes in use, details of both included in this report. Lot. 1322262 or 1314236. Additional information received from sales rep via email on 16 october 2018: I¿m pleased to confirm that the patient is recovering well. Additional information received from sales rep via email on 16 october 2018: I have just met with the clinical governance officers who are responsible for investigating the incident and as I mentioned earlier, the patient is recovering well which is great news. I demonstrated the shielded bladed mechanism and explained our cer process for investigating devices involved in adverse events. Currently, they were not able to share any details about incident so I don't yet know any information about the user or how experienced they are. Type of intervention: vascular consultant repaired arterial damage. Patient transferred to intensive care and remained ventilated. Patient status: arterial trauma. Patient transferred to intensive care. Patient is recovering well.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends. The specific lot of the event unit could not be determined, however, the customer reported two possible lots. Lot # 1322262 catalog #: 101472289, manufacturing date: april 4, 2018 / expiration date: april 3, 2021 UDI: (B)(4). Lot # 1314236 catalog #: 101472289, manufacturing date: january 12, 2018 / expiration date: january 11, 2021 UDI: (B)(4).